Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation anywhere the lifevest had touched his body. The area was described an allergic reaction that later scabbed during healing. The patient's doctor recommended the patient no longer wear the device due to the allergic reaction.